Event description:
It was reported that a 47-year-old female patient underwent revision breast augmentation with 475cc mentor memorygel breast implant on the left side (date of implant: (B)(6) 2011), and with 600cc mentor memorygel breast implant on the right side (date of implant: (B)(6) 2010) and experienced breast implant rupture on her right side postoperatively; diagnosed via mammogram/ ultrasound. On (B)(6) 2024, mentor became aware that the patient experienced bilateral capsular contracture, baker grade I/ii on the left side, and unknown grade on the right side in addition to right side rupture. As a result, the devices were explanted on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left capsular contracture, baker grade I/ii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).